Event description:
It was reported that approx 18 days post-implant of a bifurcated device and an infrarenal aortic extension, the pt presented emergently with ruptured aorta and the devices were explanted. Reportedly, the pt was symptomatic and presented with ruptured aorta and occluded aortic extension. A computed tomography scan identified what it appear to be a compressed area at the top portion of the infrarenal aortic extension. The physician performed a cut down, and converted to open repair, in which the devices were explanted. The procedure was concluded and reportedly the pt tolerated the procedure well.

Manufacturer narrative:
The device was returned for evaluation and images and pathology report were provided for review. Device evaluation identified a large piece of hard clot material connected to the proximal end of the aortic extension. The cranial end of the device was partially occluded by a meshwork of fine thread-like structures. A thin layer of partially organized blood lined the intimal surface of the stent-graft, but it was otherwise widely patent. Device evaluation identified no structural defects with the device. Review of the pathology report and imaging could not determine a root cause for the reported ruptured aorta and occluded aortic extension. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.